Event description:
It was reported the right atrial (ra) lead impedance had increased to greater than 2000 ohms and there was oversensing noted on the atrial channel. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.